Manufacturer narrative:
The heartmate 3 lvas was implanted during the clinical trial, #ide g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient was hospitalized on (B)(6) 2019 for neurological dysfunction. Additional information received (B)(6) 2019 reported the hospitalization was not due to an adverse neurological event. The patient was found to have brain cancer and bleeding lesions. The account was unwilling to provide any additional information as they did not believe the event was related to the device or device therapy. No additional information is available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the device; no product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.